Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of cutting wire (pull wire) broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the wire was broken and kinked at the handle section which are consistent with the findings when the device was observed under magnification, including the findings based on the media inspection. Additionally, per the x-ray inspection on the x-ray photos, it revealed that the working length was kinked at the hypo-tube transition. No other problems with the device were noted. The reported event of wire break was confirmed. Upon analysis, it was found that the wire was broken and kinked at the handle section, and the working length was also kinked at the proximal section. Based on the condition of the device, the problem found could have been generated in handling and manipulation of the device during its use that can lead to kink/bending of the working length at the proximal section. Probably, the kinked working length at the proximal section could have caused some friction with the cutting wire and the cannula during the handle actuation leading to kink the wire and then break it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician cannulated the device into the ampulla. As the technician extended the needle, suddenly the pull wire from the handle broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the pull wire was broken and kinked.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician cannulated the device into the ampulla. As the technician extended the needle, suddenly the pull wire from the handle broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the pull wire was broken and kinked.